Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a fracture was identified in a 6f .070-inch extra back-up (xb) rca 100 cm guiding catheter during advancement for engagement of the right coronary artery, preventing advancement of the device. The device was removed, and another 6f .070-inch extra back-up (xb) rca 100 cm guiding catheter was used to complete the procedure. There was no reported patient injury. There were no difficulties during device preparation. The fracture was identified prior to use on the patient. The device was inspected before opening the packaging; however, the observed issue was not externally visible and could only be identified once the device packaging was opened. The device was used during a coronary angioplasty procedure. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation.